Event description:
A customer reported that they had to adjust the position of their pump to charge it successfully, indicating a potential issue with the port or cable. There was no adverse impact on the customer¿s blood glucose level. The customer declined additional assistance or troubleshooting, and no further action was required.